Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-nov-29. The cause of the high impedances was not known. They changed the parameters to resolve the settings not available message. No actions will be taken to resolve the high impedances. The patient¿s weight at the time of the event was unknown. This was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. There was a settings not available message on the controller and an out of regulation (oor) message on the tablet. The rep was able to program the patient with an 8-, 9-, 10+ at 700 microseconds and 80 hertz for b1 and 1-, 2+, and 3_ at 700 microseconds and 800 hertz for b2 at 4.8 ma. The patient was getting an oor when trying to increase. An impedance check showed 0, electrode 1 was 1070 ohms, electrode 2 was 1020 ohms, electrode 3 was 27470 ohms, electrode 4 was 1070 ohms, electrode 5 was 1010 ohms, electrode 6 was 21630 ohms, electrode 7 was 1000 ohms, electrode 8 was 910 ohms, electrode 9 was 840 ohms, electrode 10 was 1000 ohms, electrode 11 was 1020 ohms, electrode 12 was 1000 ohms, electrode 13 was 1010 ohms, electrode 14 1040 ohms, and electrode 15 was 1040 ohms. Changing the reference electrode gave a similar result. The rep reprogrammed the patient to 0- and 1+ to allow the system to get rid of the oor. The patient was still getting the oor when using electrodes 1, 2, and 3. The rep noted that electrodes 3 and 6 were high. Technical services discussed adding another electrode to b2 to allow higher parameters. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient asked for reprogramming because he was receiving oor notifications on his patient controller. The rep interrogated battery and discovered contacts 0-7 had no connectivity and high impedances. The rep reprogrammed stimulator and only used contacts 8-15. The patient reported that he picked up his dog a few days ago and the dog got scared and started to squirm. The patient reported that he felt a pop in his back at that time. The patient reported he had been having issues with oor since the event but has also had this problem previously. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep) 2019-02-04. It was reported the patient has had high impedances in the past and was difficult to program. The rep was made aware of this problem after the patient got his battery replaced in (B)(6) 2018. When the rep recently saw the patient and found high impedances again, they assumed that was what caused the oor. The rep made the hcp aware of the patient's high impedances and nonconnectivity. The doctor said he would get x-rays if the patient was not able to continue to get relief from stimulator after reprogramming. The rep reprogrammed around high impedances. The patient reports that he is getting good pain relief and has not experienced an oor since the reprogramming session. The patient has not been experiencing oors since the reprogramming session. The patient still has connection issues on electrodes 0-7. No further complications were reported/anticipated.